Event description:
Ancure endovascular stent graft in 2002 for a.a.a. Following surgery had rt groin incisional site bleeding which required additional sutures the following day(possible vessel damage when graft inserted). During 1st hospitalization bp to 90 systolic, pulse rate over 140 + resp 40. There physician (surgeon) was questioned if it could be caused by internal bleeding. They were to be discharged the following day but family refused to take pt home until their condition was more stable. Cxr showed worsening atelectasis and plevral effusions. (Pulmonary and cardiology consult was done). Last hgb count was around 9.3 (2 days prior to discharge) they were discharged the next day around 8:30 pm. Pt was transported by ambulance to hosp at 5 am the next day. They were unable to move their right leg, had no sensations in right leg, and had absent femoral and pedal pulses. They were diaphoretic with low bp and increased pulse rate. They were taken back to surgery and a femoral to femoral bypass surgery was done. This event is being reported at this late date because the family has recently found out that guidant has removed this endograft stent graft system from the market, and that the company failed to report product problems or injuries to the FDA. The family of pt is not sure that this event was reported to the company or the FDA by the medical center or by the surgeon who did the procedure. The guidant company never informed pt of product failure or problems. Pt continues to have problems with numbness in both legs and has difficulty with ambulation. They continue to be followed every 6 months with vascular studies and CT scans.